Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer had an elevated blood glucose level of 1200 mg/dl. Customer attempted to self-treat via a manual injection. Customer went to the hospital and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. Reportedly, the customer lost their front teeth from the intubation tube was placed, experienced retinal worsening, and atrophy from issues. Customer was released from the hospital on (B)(6) 2023.